Manufacturer narrative:
Corrected data: g2: (¿health professional¿, was inadvertently omitted from the initial report). This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 5 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely, the cause is related to excessive use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of broken prong on the scope was confirmed. The direction pin was missing, and it was received without inner/outer adapters and without the protector tube. Moisture was also noted in the optical system. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus the prong on telescope "oes elite", 4 mm, 12°, hd, autoclavable is broken. The malfunction was found while preparing the device for use. There were no reports of patient or user harm associated with this event.